Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported. "I chipped my front tooth and had it bonded now my aligners don't fit.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.